Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) has been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) moved from where originally implanted and externalized. It was further reported that the icm was not sensing appropriately. The icm is planned to be explanted. No further patient complications have been reported as a result of this event.